Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis and possible vertical malpositioning of the cup. Update 7/16/15-pfs and medical records received. A doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain, osteolysis, malpositioned cup, increased metal ions (no labs), and one stripped screw. There was no mention of metallosis. Part/lot is being updated and the stem and one screw is being added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations for the insert, cup and stem since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code for the head and screw. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppf alleges metal wear and pfs alleges walking difficulty.